Event description:
The advocate stated that she performed control tests using the customer's meter and received a result of 221 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The customer declined to further troubleshoot the contour system. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.